Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via merlin.net transmission. The patient was asymptomatic. The issue was resolved by reprogramming and the patient was in fine condition following the event.